Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pc), a non-penumbra coil, and a lantern delivery microcatheter (lantern). It should be noted that the patient¿s anatomy was moderately tortuous, calcified and narrowed. During the procedure, the physician successfully implanted a non-penumbra coil. Subsequently, the physician advanced a pod pc through the lantern; however, the pod pc unintentionally detached inside the lantern after being moved back and forth several times. It was reported that the pod pc did not fit inside of the aneurysm. Therefore, the lantern containing the detached pod pc was removed. The procedure was completed using three new pod pcs and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization was detached from the pusher assembly. Evaluation revealed that the pusher assembly ddt was fractured off and intact on the proximal end of the embolization coil. If the pod pc is forcefully manipulated against resistance during use, the ddt may become fractured off the pusher assembly and the embolization coil may detach from the pusher assembly. Further evaluation of the device revealed that the pet lock was separated, the pusher assembly was kinked and fractured, and the embolization coil had offset coil winds. This damage was likely incidental to the reported complaint and the root cause of this damage could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.